Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5024m implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported by the patient that the implanted device was "defective" and was causing the patient "damage". Follow-up was conducted to obtain additional information on the patient and the device performance, but the attempts were unsuccessful. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.